Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient was in the hospital having pain down his back that traveled into his left leg. The patient¿s physician stated that the system was not helping the patient¿s pain. It was noted that the patient had been experiencing the pain symptoms for about 4 weeks. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.